Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported the infusion set tubing has detached from the headset connector. Patient discarded the alleged infusion sets. No adverse event reported. No product to be returned; replacement was sent.